Event description:
A customer reported that their insulin pump's screen was dark and wouldn't turn on. As a result, the customer's blood glucose level rose to 400 mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support attempted troubleshooting steps that were unsuccessful and decided to replace the pump. The customer, who is not canadian and has an out-of-warranty pump, expressed interest in obtaining an out-of-warranty loaner pump.